Event description:
The physician was attempting to use a neuron 053 when the flexible tip unraveled and broke, the physician then removed the neuron. The broken piece was captured in the 6f short sheath.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.